Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(4) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse cleaned and lubricated the large syringe z-axis rail. The fse ran hba1c quality controls (qc). All results were within acceptable range. All errors cleared and the g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2017, which included data from (B)(6) 2016 through (B)(6) 2017. There were no similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 troubleshooting is as follows: error message: 706 syringe-l error. Explanation: operation error in syringe-l. Countermeasure: inspect syringe-l.execute smp.reset. Error level: 2. Alarm level: 1. Print: 1. The most probable cause for 706 syringe-l error was the dirty large syringe z-axis.

Event description:
On (B)(6) 2017, a customer reported error 706 syringe-l error on the g8 instrument. The customer was running the daily start up when the error occurred. The customer runs patient samples on hba1c diabetes assay. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for (B)(6). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.